Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08670 inches however, the pump alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (vdd) u1 on the keypad assembly. No unexpected pump error 53 or pump error 4 alarms noted during testing however, the downloaded history files confirmed pump error 53 (line number (B)(4) file number (B)(4)) and pump error 4 alarms due to a software error (ptc (B)(4)). The pump was programmed with a test guardian 3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for a day while connected to the test sensor and plug. The pump sensor feature working properly. No sensor related anomalies were noted.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure error. Customer¿s blood glucose level was 387 mg/dl. Customer was able to rewind the insulin pump. Customer reported that they also received software error for many times. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.